Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed her reservoir and site on friday night. Customer had two high blood glucose readings on saturday. Customer changed it again yesterday afternoon. Customer stated that it was not bent when she pulled it out. Customer's blood glucose was down to 146 mg/dl before dinner. Customer stated that she later woke up with a blood glucose level of 478 mg/dl in the morning. Customer's current blood glucose is 273 mg/dl. Customer stated that he had frequent urination due to his high blood glucose. Customer took a manual injection of 6 units and went for a 5 mile walk today. Customer stated that she is using manual injections and the pump. Customer reported that she has not contacted her health care professional regarding the high blood glucose. Customer declined to check her settings or for possible site or insulin issues. Customer declined to troubleshoot.